Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s reported diagnosis of viral pneumonia is not related to pd therapy. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 with a diagnosis of pneumonia and peritonitis. The pneumonia was viral and not related to pd therapy. There was no reported fluid overload to contribute to the diagnosis. The patient had a pd effluent culture obtained. The culture resulted in negative growth. No information was available pertaining to the antibiotic therapy. No cause of the peritonitis was determined. T he patient was discharged on (B)(6) 2024. No further information was available related to this event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 with a diagnosis of pneumonia and peritonitis. The pneumonia was viral and not related to pd therapy. There was no reported fluid overload to contribute to the diagnosis. The patient had a pd effluent culture obtained. The culture resulted in negative growth. No information was available pertaining to the antibiotic therapy. No cause of the peritonitis was determined. The patient was discharged on (B)(6) 2024. No further information was available related to this event.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow-up for a separate event, it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 with a diagnosis of pneumonia and peritonitis. The pneumonia was viral and not related to pd therapy. There was no reported fluid overload to contribute to the diagnosis. The patient had a pd effluent culture obtained. The culture resulted in negative growth. No information was available pertaining to the antibiotic therapy. No cause of the peritonitis was determined. The patient was discharged on (B)(6) 2024. No further information was available related to this event.